Event description:
It was reported through the litigation process that, on (B)(6) 2013, a patient underwent a port placement via the left subclavian vein for the treatment of sickle cell anemia. Approximately ten months and ten days later, on (B)(6) 2014, the patient presented with chest pain and implanted port was found to be occluded. Additionally, the patient was diagnosed with thrombosis. It was also reported that the catheter allegedly was fractured, with migration of a fragment to the right atrium. Subsequently, the port was removed on the same day. Further, the catheter fragment was removed percutaneously on (B)(6) 2014. Subsequently, a new port was implanted on (B)(6) 2014. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. B3, b5, d4 (medical device lot #, unique identifier (UDI) #), g3, h6 (patient, device, component, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime post a port placement, the device allegedly had a catheter fracture. It was further reported that the patient was diagnosed with thrombosis. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported catheter fracture and thrombosis as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.